Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. Through visual inspection, a grey particle was observed. Based on characteristics, the particle was determined to be from the vial stopper. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial. No issues related to the injector used were found. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
Description it was reported that coring was discovered while preparing cyramza. The injector and protector were discovered after they were connected. The lot of both the protector and injector is unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.